Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of 2 minicaps were damaged; further described as "airless and open packaging". This was noticed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3 and h6. H10: the actual device was not available; however, two (2) photographs and fourteen (14) retention samples were received for evaluation. The returned photographs were reviewed, and it was noted that packaging had been opened and the corresponding minicap was inside. It was also noted that the packaging had the characteristic mark (white adhesive) of having formed the seal between the formable paper and the printed paper. The presence of the white adhesive indicates that the seal of the package was complete at the time of product release. The retention samples were also inspected, and no events and / or deviations were identified that could contribute to this complaint report. The reported issue was verified. The direct cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.